Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken off probe. The device was found with a 14 mm length of the probe detached; the broken off fragment was also returned. The evaluation also found the teflon pad deformed on the side and lifting off the jaw, exposing metal underneath the pad.

Manufacturer narrative:
The device has returned to olympus for evaluation, however the evaluation has not yet begun. The cause of the reported complaint cannot yet be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the probe fell off of the device. There was no reported patient injury or report that the broken fragment fell into the patient. The procedure was completed using another similar device.